Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an unspecified malfunction occurred. There was no patient involvement, as the pump was being used for demonstration purposes and not being used for insulin therapy.